Manufacturer narrative:
This report is submitted on april 05, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4),

Event description:
It was reported the patient experienced skin overgrowth and chronic infection at implant site (date not reported). Clinical management is ongoing.